Event description:
During a pta to an unknown target lesion, the physician delivered the balloon to the target lesion and attempted to inflate it, but the balloon did not inflate at all. The balloon was withdrawn and a rupture was confirmed. The target vessel was both heavily calcified and tortuous, with 99% stenosis. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. There was no report of any adverse consequences to the pt. There is no information as to how the procedure was finished. As per the reporting affiliate, no additional pt or procedural information is available.